Event description:
It was reported that during a procedure for a patient with a middle cerebral artery aneurysm, the physician guided the microcatheter to the lesion site and then pushed the subject stent through the microcatheter. When the subject stent was pushed to the middle of the microcatheter, it could not be advanced further. When retracting the stent, the subject stent was deployed inside the microcatheter. The subject stent device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.